Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there was difficulty removing the balloon from the stent. A 3.50mm x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the stent balloon was not sliding on the stent. No problem were encountered when the physician used the second stent. There were no patient complications nor injury reported.